Event description:
It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2014, the patient was admitted to the hospital due to acute myocardial infarction (ami). The lesion in the right coronary artery (rca) was treated with plain old balloon angioplasty (poba). Residual stenosis was observed in the left anterior descending artery (lad), which was decided to be treated at a later date. In (B)(6) 2014, the target lesion was identified in the proximal to mid lad with 75% stenosis. After pre-dilation, a 2.50x30mm non-bsc stent was deployed in the mid lad and a 3.0x28mm non-bsc stent was deployed in the proximal lad overlapping each other about 3mm. Post-dilation was performed to the 3.0x28mm non-bsc stent at 13 atm, and then the proximal site of the stent was dilated at 16atm. The stent seemed well positioned in the intravascular ultrasound (ivus) image. It was confirmed that the patient had timi 3 blood flow and the procedure was completed. Three (3) days later, the patient suffered cardiopulmonary arrest. An angiography was performed using ivus, which revealed the proximal site of the 3.0x28mm non-bsc stent was 100% occluded with thrombosis. After thrombosis aspiration, balloon dilation was performed 5 times in the proximal and mid lad. Since the patient had poor blood flow of timi 2, a 2.50x28mm promus element stent was deployed in the 75% stenosed distal lad and the procedure was completed. On the next day the patient suffered cardiopulmonary arrest again and expired due to ami. It is unknown whether autopsy was performed.

Manufacturer narrative:
Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).